Manufacturer narrative:
(B)(4). The customer reported a power supply failure, failure to power up via ac power. The customer ordered a replacement power supply to resolve the issue.

Event description:
The customer reported a power supply failure, a failure to power up via ac power.